Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, during estimation a cable break was discovered. The reported issue, "not working", no image was confirmed. Image not being displayed is due to a malfunction of the cable unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The customer's report was confirmed. There was no image due to faulty cable unit. Additionally, the rear cover label was fading and needed to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, 4k camera head was "not working." During evaluation of the customer's returned device, it was found that there was no image due to faulty cable unit. This report is being submitted for the faulty cable unit found at estimation. There was no patient/user injury or harm reported to olympus.